Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured, and the measurements meet specifications. The likely root cause of the fractured cannula is due to material degradation during the molding process, which could cause the part to be more prone to brittle fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic cholecystectomy - "5 mm trocar was secured inside pt. And stable/intact. Dr. Used the harmonic scalpel to take down intrabdominal adhesions. A short time later the surgical team noticed that the bottom portion of the trocar had detached and was lying in the abdominal tissue inside the pt. The bottom piece was retrieved out of the patient, and the remainder of the trocar removed from pt. And replaced as well. Upon examination, the trocar seemed like it had split from the heat generated near the harmonic scalpel. No damage to pt, and both pieces of the trocar were saved and sent back to company for credit." Type of intervention: additional trocar used. Patient status: no patient injury.